Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the ventilator providing inaccurate fio2 (fraction of inspired oxygen) readings was confirmed. Ventec also observed that the ventilator was unable to maintain peep (positive end expiratory pressure). Ventec then replaced the internal flow transducer (ift) to resolve the reported and observed issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported and observed issues was the ift. Further component level cause could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the that the device was providing inaccurate fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event.